Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the ok keypad button has become increasingly unresponsive. She noted that the buttons still spring back as expected when pressed. The family member stated that the keypad is intact; stated that the pump is not exposed to moisture; and stated that the pt wears the pump on his waist. The family member declined to return the pump at this time.